Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that 100 tubes p800 plh 13x75 2.0 plbl clr experienced hemolysis and under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: p800 tubes under fill.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 100 tubes p800 plh 13x75 2.0 plbl clr experienced hemolysis and under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: p800 tubes under fill.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 tubes p800 plh 13x75 2.0 plbl clr experienced hemolysis and under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: p800 tubes under fill.